Manufacturer narrative:
The stapler 60 reloads used during the surgical procedure are not available for isi for to evaluate. It is unknown what specific stapler reload(s) are associated with the anastomotic leak. The root cause of the patient¿s post-operative complication cannot be determined based on the information provided. A follow-up MDR will be submitted if additional information is received. Is has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs reveal that a sureform 60 stapler instrument (part #480460-06; lot #t11180518-0131) was used during the case. A blue sureform 60 reload was fired, followed by a white sureform 60 reload. Both firings were completed per the system logs. The system logs also reveal that a stapler 45 instrument was used and a single blue stapler 45 reload was fired with no issues. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted lar procedure, the patient experienced an anastomotic leak which required reoperation. The surgeon alleged that the post-operative complication was related to robotic stapling. However, the root cause of the post-operative complications is unknown.

Event description:
It was reported that after completion of a da vinci-assisted low anterior resection (lar) procedure, the patient experienced an anastomotic leak. The surgeon believed the post-operative complication was associated with robotic stapling. On 09/18/2018 and 10/01/2018, intuitive surgical, inc. (Isi) contacted the isi specialty sales manager (ssm) and obtained the following additional information regarding the reported event: the ssm was not present during the surgical procedure. To his knowledge, there were no reports of an issue using a robotic stapler instrument during the case. There were no reported clamping, firing, or unclamping issues related to a stapler instrument. Firefly was used to confirm blood supply during the surgical procedure. A traditional leak test was also performed. On an unspecified date post-operatively, a staple line leak was identified and the patient had to undergo reoperation to address the complication. The ssm did not know the patient¿s current status.